Event description:
Boston scientific received information that after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the implant team began preparations for defibrillation threshold (dft) testing. The s­-ICD was interrogated and automatic setup was initiated to begin selection of the appropriate sensing vector and check the impedance measurement on the electrode. During the testing, the s-ICD failed to establish an acceptable impedance measurement and displayed a red warning screen on the programmer. The implanted system was reviewed via x-ray and it was initially thought the issue was due to the sternal incision not being sutured. The warning message was dismissed, the incision was sutured, and the impedance measurement was repeated. This time, an acceptable electrode impedance measurement was detected. Dfts were performed and the s-ICD successfully converted the induced arrhythmia. The shock impedance measurement was 63 ohms. The patient was taken to the recovery room and a summary page was printed. On the printout, there was another warning message indicating an issue with the charge time. A memory download was performed and sent to boston scientific technical service (ts) for evaluation. No adverse pt effects were reported.

Manufacturer narrative:
The data was reviewed by boston scientific engineers and it was determined that the CT error was due to an error that occurred during a memory download that was performed while the electrode integrity was being evaluated before induction testing. The error that occurred during the download was related to the internal device hardware which appeared to have resolved itself. However, the CT error cannot be reset and the device will continue to display the CT error on printouts and on the programmer with each future interrogation. In addition, the device will emit tones due to the CT error, but the device's beeper can be temporarily reset at follow-up visits so that the device will not emit tones unless another impedance measurement test fails due to the charge time-out or if a new integrity alert is triggered. It was discussed that the device can still deliver therapy so leaving the device implanted does not pose a risk to the patient. The observed error code during the impedance measurement is not correlated to the ability of this device to detect and deliver therapy. The field rep was going to then communicate this info to the physician. Additional info was later reported that the device is still emitting tones. Another memory download was sent to ts and it was determined that the tones were still a result of the previous error code displayed back in november 2014. It was also noted that the impedance measurements have risen but were still in range.